Event description:
I am filing a complaint regarding (B)(6) in (B)(6). On (B)(6) 2025, I received filler and botox injections from a nurse at this clinic. Normally, these treatments show immediate results, but I noticed no effect after the first procedure. When I contacted the clinic, they asked me to wait three weeks, which seemed unusual for such treatments. At the follow-up appointment, I received further injections, but the results were again minimal. I became concerned that the materials may not have met standard quality or could have been diluted, as the effects were weak and wore off quickly. The clinic did not provide any clear explanation for why the treatment failed. I attempted to resolve the matter directly with the clinic by offering several reasonable solutions in writing, but they did not accept my proposals and eventually stopped responding. I am submitting this complaint so that your office can review (B)(6) is adhering to proper medical standards and whether patient safety is compromised. Please let me know if you require any additional information. Sincerely, (B)(6).